Manufacturer narrative:
Additional narrative: (B)(4). Reporter's full name and complete address were not provided. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that the lid device had an undetermined malfunction. During service and evaluation, it was determined that the locking mechanism on the device was defective. It was noted that the locking button did not work. It was also noted that the device failed pre-repair diagnostic tests for lock/unlock function with the safety button. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.